Manufacturer narrative:
On 02-dec-2021, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, a deflation was observed in the tissue expander during surgery. The product was returned to mentor for evaluation. Mentor conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the tissue expander was found to have a tear within an area of missing material on the anterior view, measuring approximately 10.0 cm and 6.0 cm x 3.0 cm respectively. A microscopic examination was performed and the cause of the tear could not be identified. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: causes of deflation of tissue expanders include but are not limited to the following events: intraoperative trauma, excessive stresses or manipulations. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that an artoura breast tissue expander 600cc device deflated during a scheduled breast reconstruction procedure. It was reported that when the surgeon tried to fill the device with saline, the device would not hold the saline. The device was removed and a hole was discovered on the back side of it. There was no reported patient consequence.